Manufacturer narrative:
(B)(6) 2018. An authorized philip's representative evaluated the device and confirmed the battery was dead and the power supply was faulty. The power supply was replaced to address the event.

Event description:
The customer reported the machine is not turning on. There was no patient or user harm reported. The event date was not specified; estimate used.